Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues, and air in line. The following information was provided by the initial reporter: our nursing staff is having some trouble clearing the tubes completely with our saline flushes. They have been seeing some air bubbles in the tubes.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one sample (model #2426-0007) was returned by the customer. It was reported that the tubing will not clear completely when flushing saline, and there have been air bubbles. The returned set was examined for defects and abnormalities. Kinks were noticed and massaged out. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2426-0007 lot number 21096118 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21096118 regarding item #2426-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles / air in line with lot #21096118 regarding item #2426-0007.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues, and air in line. The following information was provided by the initial reporter: our nursing staff is having some trouble clearing the tubes completely with our saline flushes. They have been seeing some air bubbles in the tubes.